Event description:
A malfunction was reported on the pump. It is unknown if there was any adverse impact on the customer's blood glucose level as the caller declined to answer. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.